Event description:
The hospital reported that while using the hemopro, the spot cautery was working intermittently. The device worked properly after they switched out the hemopro 2 extension cable.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).